Event description:
It was reported that trial patient experienced a zinger down the leg and into the feet because the wire brushed a nerve during procedure while advancing the lead into position. The patient also complained and writhed around on the table. The trial procedure was cancelled. The lead will be returned for analysis. Device evaluation indicated that the device passed all tests performed.

Event description:
It was reported that during a trial procedure when the physician advanced the first lead into position, the wire brushed a nerve that caused a zinger down the patients leg and into feet. The patient writhed around on the table complaining feeling of the feet. The trial procedure was cancelled, and patient was doing fine. The trial lead will be returned for analysis.